Manufacturer narrative:
Covidien reference number: (B)(4). Medtronic was not authorized to conduct the device evaluation/repair. It was completed by a non-medtronic service provider. After retrieving the device, it was powered on, the display remained black, it generated a continuous alarm and it did not operate. The repair of the ventilator is yet to be completed.

Event description:
It was reported that during patient use a ventilator display went black and ventilation stopped. The patient was transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.

Manufacturer narrative:
Product analysis: a single board computer (sbc), main control board, display cable and a solenoid cable were returned to covidien/ medtronic¿s product analysis. The returned components were installed into a test ventilator for analysis; and functionality testing was performed. When the ventilator was powered on the power on self-test failed. When the main control board was inspected it was noted that a component capacitor had a cold solder joint. The cold solder joint was re-flowing and then main control board was placed back into the test ventilator. An investigation was performed and the product analysis technician reported that the reported issue was verified and the root cause was isolated to a short circuit. If information is provided in the future, a supplemental report will be issued.